Event description:
The facility reported an infusion pump with failure code 812:02. It was not known if this failure occurrred while infusion on a pt. The facility rep stated that no injury or medical incident occurred on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was received.